Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon of cannula could not be filled with air because this had some holes. The surgeon proceeded to fill the geringa with 20 cc of water to see if the balloon had holes, please see the attached video where you can see the filtration at two points. There weren't damage and loss tissue in the pt, there weren't loss blood and the pt don't require blood transfusion, the surgical time wasn't extended due to the problem with the device and there weren't some adverse event reported.

Manufacturer narrative:
(B)(4).